Event description:
Boston scientific received information that this left ventricular (lv) lead was found to be dislodged. A lead revision was therefore performed. During the procedure, the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A visual inspection noted dried bodily fluid in the lead lumen. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Stylet insertion testing did not pass, noted to be most likely due to body fluid infiltration. Measurements throughout resistance and pressure testing were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
The lead was later returned for analysis.